Event description:
Pt had post op x-ray that revealed three broken 2.4 mm locking screws on the distal side of the plate. Pt was revised and the plate and screws were removed a yr later.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine the manufacturer date without a lot number.